Manufacturer narrative:
(B)(4). Added additional information the device was received with the blade broken off and missing. During functional testing on a generator the device gave an error code 5. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade broke off due to contact with the inner tube. This damage was most likely due to excessive side forces applied to the blade while activating resulting in blade contact with the inner tube.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device broke off and was able to be retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.